Event description:
It was reported that the patients spinal cord stimulator was non-functional. The patient underwent a full system explant procedure. Explanted ipg and cut tails of the splitters will be returned.

Manufacturer narrative:
Sc-1132 (sn:(B)(6) the returned prescision spectra ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Block h2: device evaluation.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500 , model: sc-2316-50, serial: (B)(4), batch: 16975896/16975896.

Event description:
It was reported that the patients spinal cord stimulator was non-functional. The patient underwent a full system explant procedure. Explanted ipg and cut tails of the splitters will be returned.